Event description:
On (B)(6) 2012, a reporter for the lay-user/patient contacted lifescan from belgium alleging an unknown "error" message with a one touch verio pro meter. There was no allegation of any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged the subject meter displayed an unknown "error" message. There is no evidence, however, that the alleged issue contributed to a serious injury. There was no indication of symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.